Event description:
It was reported that the device indicated service. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the device and observed a persistent service light and a fault code in the device error log that indicates a therapy pcb assembly malfunction. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.